Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient experienced a skin irritation while wearing the lifevest. The skin irritation was described as itchy and then reported it was like a burn. The patient's doctor prescribed benadryl and hydroxyzine. Initially, the patient reported a gel leak. The patient then denied a gel leak. Follow up for the skin irritation was completed and the skin irritation was improved.